Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The following device got broken during the surgery for hip osteoarthritis performed on (B)(6) 2018. Drill bit 3.8 dia 25mm length (part#:236684000, lot#: unk). The breakage occurred due to an overload at the time of making a screw hole. However, it was easy to remove the broken drill bit because reaming was incompletely done, when the breakage occurred in the situation where the insertion to the cup hole was not done in a right direction. No broken parts were found left in the body, and the surgery was successfully completed with a 1-minute extension. The surgeon comments that this event might be caused because he forcibly tried to bend without the support of screw guide.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Pc-(B)(4).examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.